Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason for explant was reported as refractive surprise. The iol was exchanged for advanced technology intraocular lenses (atiol) lens model 28 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percentage assessment of the power and optical resolution, during the manufacturing process in order to determine acceptability, per the lens model and diopter. Information was provided, that the company (1.50cyl), 19.5 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified, advanced technology intraocular lenses (atiol) model, due to a reported "refractive surprise". The product has not been received to evaluate. No additional information has been provided at this time. Due diligence, has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened, if new information or the sample is received. The manufacturer internal reference number is: 2024-23351